Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was noted on an unknown date that the packaging is not in good order. At the inboard packaging unit the film is divided and could not be opened correctly. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation of the complained prodisc-l packaging shows a sticking of the inner and outer cover. The sticking of both tyvek lidding films is not proposed. We assume that during the sealing procedure of the both tyvek lidding films were compressed such strong that the result of this was the sticking of this lidding films. Because the inner tyvek was coming close to the sealing seam, both lidding films were sticking together. To reach a product improvement, we already optimize the packaging to avoid this failure in the future. The previous lot was manufactured in july 2012, which was before we have done the improvements of this product. This device used for treatment and not diagnosis. Placeholder.